Event description:
It was reported that the patient experienced failure with an artificial urinary sphincter (aus). A revision and replacement surgery was performed in which the cuff was removed and replaced with a new one. During the procedure fluid leak was identified in the explanted cuff. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.